Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe failed to cut during a procedure. Aspiration function is unknown. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. One opened probe was received with bubble wrap around the tip of the probe, in a tray along with other items, for the report of cutting failure. The returned sample was visually inspected and found to be non-conforming with the probe needle bent at the stiffener sleeve and the port bent/smashed. Functional testing was unable to be performed due to the visual condition of the probe. The probe was disassembled and the components inspected. The degree of wear could not be determined as the inner cutter broke while trying to extract it from the bent needle. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was received with the port of the needle bent/smashed. Therefore, confirmation of the reported event could not be determined and the exact root cause of the complaint could not be verified. The exact root cause of the bent/smashed port, as well as the bent needle, cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. Confirmation of the reported event was unable to be determined and an exact root cause could not be verified; therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).